Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported after updating the pumps to v12.3 back flow occurred. When the secondary infusion was complete it would not switch to the primary infusion. There was back flow of the primary infusion into the secondary tubing and bag. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.